Event description:
The customer reported a system failure message, followed by the unit shutting down, and then a red cross. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.